Manufacturer narrative:
Analysis of the pump revealed a gear train anomaly as well as corrosion and/or wear and/or lubrication of the motor. The motor stall was due to gear wheel 3 and a gear pinion.

Event description:
Correction ¿ it was also reported that principal admitting diagnosis and reason for the patient¿s visit was a malpositioned catheter and pain pump.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a motor stall had occurred and never recovered. The pump stalled for no apparent reason and it was noted the elective replacement indicator was not expected this soon. The patient experienced drug withdrawal symptoms, flu like symptoms including nausea, pain, sweating, under dose symptoms, and systematically felt ill at the time of the motor stall. The pump legs were checked and no motor stall recovery was noted. The pump was replaced. It was reported the patient status at the time of this report was alive with injury and that the patient had recovered. The device system was used to deliver infumorph. It was later reported, according to the pump event logs, the motor stall occurred on (B)(6) 2013 at 05:40 and a stopped pump period may exceed tube set message was then seen on (B)(6) 2013.